Event description:
It was reported that intermittently the 9800 system displays a "fast stop activated" message on the mainframe. It was noted that this happens without the fast stop switch being pressed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lemo cable/receptacle assembly. The system was tested and found to be working as intended and placed back into service.